Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed for a mitraclip that opened during establishing final arm angle (efaa) in device preparation. It was reported that during device preparation of a mitraclip xtw, the device could not pass establishing final arm angle (efaa). Efaa was repeated for a total of three attempts, but each time the clip opened. The clip opened more than 90 degrees. The device was removed from the table and replaced. There was no patient involvement. No additional information was provided.